Event description:
It was reported that pen ndl 32g 4mm pro was unable to deliver insulin/medication, and experienced a cannula that broke off/pulled out. The following information was provided by the initial reporter: this is a report about needle clog and a broken needle npe. Drug didn't come out; when checking the product, the needle npe was broken.

Manufacturer narrative:
D.10. Device available for evaluation: yes. D.10. Date returned to manufacturer: yes. H.3. Device return to manuf.?: yes. H.3. Device eval by manufacturer?: yes. H.6. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H.6. Investigation conclusion: eight open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos a bent non patient end of cannula was observed on all eight samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h.10 date returned to manufacturer: 2021-07-21. H3 other text : see h10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro was unable to deliver insulin/medication, and experienced a cannula that broke off/pulled out. The following information was provided by the initial reporter: this is a report about needle clog and a broken needle npe. Drug didn't come out; when checking the product, the needle npe was broken.